Manufacturer narrative:
(B)(4). External cause no product carton was returned, only the sealed package. The package was visually examined and it was found to be properly labeled and has complete seal around circumference of the blister and tyvek lid. There was a small cut in the tyvek along an outer edge of the sealed area. The cut tyvek made a small raised flap but did not interfere with seal integrity. A rip in the tyvek approximately 60mm long was present in the tyvek on the end of the package near the batch number. The rip was formed from the outside and was not over any part of the device, just open space, and was likely caused by forceful impact into the tyvek. Nothing in ees processing equipment makes contact with the affected section of the tyvek. All packaged product is visually inspected after sealing and is immediately placed into an individual carton and then into a corrugate shipper. No carton or shipper was returned for examination and it is unknown what the storage conditions are after the product has left ees. The damage was caused by inappropriate handling or storage and most likely occurred external to ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that when they received the su one of the devices was damaged and the tyvek is open in the corner. The device has had no patient contact. The device is in the packaging and will be returned.